Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013, inratio: 1.8, lab: 10.0. A couple of hours in between meter and lab testing. Patient had symptoms of bleeding and was admitted to the emergency room. Customer did not provide details on where the patient was bleeding from. Therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.